Event description:
It was reported that the patient had a refill and a medication change on 2014 (B)(6), and the pump was good then. Something was suspected to be going on 2014 (B)(6) when the patient started going through withdrawals. The patient also had a fever and anxiety. The patient had gone to the emergency room and while at the hospital, the pump alarm was going off every 2 hours. At first, they did not realize it was the pump alarming, because, the patient's hospital bed alarm was going off too. The pump was interrogated on the date of this report, and it was found that the patient's pump had stalled multiple times since the (B)(6) 2014. The stalls were confirmed in the event logs and the pump was critically alarming. The longest stall lasted two days. The last stall did not recover and a "stopped pump duration may exceed 48 hours tube set" message was seen following the stall. It was noted that the patient had mris but the dates didn't match up with the stalls. It was also reported that the pump's battery was failing after being implanted 4 years. The patient was placed on oral baclofen and valium. It was noted that the pump was still giving the patient a little bit of medicine since being on oral medication. The patient had not yet recovered as the issue was ongoing. The drug in the pump was compounded baclofen.

Manufacturer narrative:
Product ID 8709, lot# j0058202r, implanted: 2001 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found motor gear train anomalies. There was corrosion and/or wear and/or lubrication and a stall due to shaft bearing.

Event description:
It was later reported that the pump was explanted the prior friday. If additional information is received, a follow-up report will be sent.